Manufacturer narrative:
Device two: cev638-5 (lot: 03/98)- manufacturing date: 03/01/1998. Cev605g was evaluated and slight charring was found on the black plastic skirt. The charring of the plastic skirt was most likely a result of an electric arc. Cev638-5 was evaluated and was found to be compliant with manufacturing specifications. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
Two devices (cev605g and cev638-5) were returned two products requesting repair of insulation defects.